Manufacturer narrative:
Carestream health has evaluated the device with onsite support from the business partner (bp - 3rd party service provider). Per the investigation, it has been determined that there have been no other reports of otc dropping due to counterbalance out of adjustment on drx-evolution or drx-evolution systems (plus) worldwide. Several tests were performed to try and replicate the issue where the otc would lower when power is removed and it was confirmed that the otc counterbalance was out of adjustment. Once the counterbalance adjustment was performed, the bp retested the system by switching the s3 to "off" position (to replicate power off scenario) and the otc maintained its position and did not lower. At this time, csh is not able to determine if the counterbalance adjustment was checked and/or performed correctly per manufacturers adjustments and replacements procedures for the carestream drx-evolution/drx-evolution plus during previous preventive maintenance services or if there has been any inadvertent adjustment/change to the system by anyone. Under normal circumstances, a counterbalance will not change its behaviour suddenly. If this were to occur, it would be a change over time and without pm services over a long time and would be noticeable by the user. An adequate adjustment per servicing documentation will hold the otc position (counter balance) as designed. In addition, there is a hose clamp to hold the counter balance and prevent it from changing position on its own. Per the bp, there was a hose clamp present during troubleshooting process. Per the manufacturer's servicing recommendations/documentation it is a requirement to check and adjust the counterbalance. As required per the specifications. Actions/recommendations: counter balance has been adjusted per adjustments and replacements instructions as the equalizing cables cannot be replaced in the field, the otc telescope must be replaced. Pm service to be performed 6 months after replacement, then at 12 months, then yearly after that. Review pm checklist and the importance of performing pm services with the appropriate time spent on completion. Always complete pm checks per the manufacturer's instructions provided within the service instructions. Carestream health has concluded this investigation. UDI - n/a as system was manufactured prior to UDI implementation; therefore, no UDI ihas been entered.

Event description:
On (B)(6) 2022, carestream health (csh) was notified by samir trading & marketing - cjsc, the business partner (bp) who services the equipment, of an incident related to the drx-evolution system which occurred at (B)(6). Contact name: (B)(6). Problem description: per the bp, the site reported that during a site power failure, the overhead tube crane (otc) lowered down and contacted a patient's hand. At the time of the incident, the site tech was performing an x-ray exam of the patient's hand on the wall bucky. Per the bp, the patient's hand was swollen prior to the x-ray, which is why the physician requested an x-ray in the first place. With the wall bucky in horizontal position, the patient was positioned, and the operator moved back behind the console to take the exposure. It was during this sequence of events that the site electrical failure occurred, a noise was heard, and the telescope/otc contacted the patient's hand/arm resulting in injury. The patient has filed a complaint against the hospital, the drx-evolution, and the site operator to the saudi FDA. The status of the patient hand/arm injury is unknown at this time as no further details have been provided to csh.